Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 191, 195, 182 and 200 mg/dl. The customer's expected fasting blood glucose test result range is 84 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. When customer was asked to perform a back to back test, customer stated that call was taking too long and that she will call back. Customer proceeded to disconnect call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/26/2020 and open vial date is 08/05/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report #: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the customer's producst are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 191, 195, 182 and 200 mg/dl. The customer's expected fasting blood glucose test result range is 84 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. When customer was asked to perform a back to back test, customer stated that call was taking too long and that she will call back. Customer proceeded to disconnect call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/26/2020 and open vial date is 08/05/2019. The meter memory was reviewed for previous test result history: result 1: 191 mg/dl , date: (B)(6) 2019 , time: 7:50 am fasting. Result 2: 195 mg/dl , date: (B)(6) 2019 , time: 1:41 pm fasting. Result 3: 182 mg/dl , date: (B)(6) 2019 , time: 8:50 am fasting. Result 4: 103 mg/dl , date: (B)(6) 2019 , time: 3:45 pm fasting. Result 5: 200 mg/dl , date: (B)(6) 2019 , time: 7:52 am fasting.